Event description:
It was reported when referencing a health care provider, ¿he¿s the guy that put the first one in that almost killed me, from an infection. Like a damn fool I let him talk me into it a year later¿. The first implant was reportedly a ¿terrible infection¿. A health care provider (hcp) at a hospital ¿didn¿t think I was going to live for about two weeks. But I finally beat it after forty days¿. The device had only been implanted for ¿about a month¿ before the patient had to be rushed to the hospital to have it removed. The patient had been going to his hcp everyday telling him something was wrong there. It was reported ¿and once my temperature got up to 105 they had rushed me, well they didn¿t I called 911 and got an ambulance and rushed me to the hospital. And they immediately started working on me and got me to where they could cut it out¿. The type of medication being delivered at the time of the event was not provided however the patient was currently receiving dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information later reported the patient was also ¿fighting a staph infection¿ from the 1st pump.

Event description:
Additional information later reported the hcp had not seen the patient since (B)(6) 2012.